Event description:
User facility filed an MDR report regarding an incident in which a slimline 365 fiber broke in the proximal aspect of the ureteroscope during a left ureteroscopy with laser lithotripsy. This caused a hole to burn in the ureteroscope. Per the enduser, the scope and fiber were removed completely intact and there were no pt injuries.

Manufacturer narrative:
Lumenis requested that the customer return the fiber to lumenis via the device distributor for eval. The fiber was not received, despite multiple requests from lumenis, and no further investigation was possible. Based on the available info, no conclusion could be drawn regarding root cause. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter.